Event description:
Pt high pressure alarming, pt seizing, emt made a comment that the ventilator was not working correctly. Pt care taker said no problem. Allegations of vent causing pt harm - yes, alarm messages displayed - high pressure. Statement made that incident occurred in pt home, pre/post condition of pt unk at this time. Follow up with (rrt) - he states pt has advancing stages of pneumonia, was getting frequent high pressure alarms, unk if due to occlusion, coughing, etc. Pt was taken to hosp. When rep went to visit pt next day, found hp setting had been set to 100 (not previous set of 25) - no one knows who changed the setting. Stated allegations of pt harm/pt having seizure were made by emt. Pt condition is/was stable before and after incident (aside from pneumonia) - no ill effects noted from vent operation noted, seizure not confirmed.